Event description:
Good afternoon, I hope this email finds you well. For accuracy reasons & truthfulness of report the previous pod was able to suspend insulin delivery, however it was maxing out basal, smb, and maxing out insulin on board (iob), and surpassing set basal rates + smb rates. However, it¿s ability to suspend insulin properly at correct glucose value is still highly questionable. Meaning it¿s surpassing basal/smb limits and key note is maxing out to the maximum safety limits I have set for ¿max basal/hour¿, ¿max smb¿ and ¿max iob¿. It basically ignores your set basal rate by pod and seems to want to give the maximum amount of basal it can possibly deliver. Before safety limits was giving me closer to 3-4iu/hour, as I had to set more strict safety limits due to this lot # defect. Haven¿t identified any heating issues with current pod during priming process, but consider likely be cool for the first 2 hours due to insulin being kept cool in fridge (2-8¿c). Strange bulge on pod, similar to lithium polymer like bulge seen in defective laptop batteries. 0x5c - (prime open count too low). Cause: problem with safety check after priming). Audible 0x5c (hexadecimal) format of decimal (092) pdm ref code present for some pods of lot #l72506. Very noticeable audible sound resembling those that used to present with 0x5c, the pdm ref code for this is represented in decimal (092) that insulet uses in the last 3 digits of pdm ref code formatting. The time/date, etc is all static as 0x5c pods are not supposed to activate for safety reasons. 0x5c represent as xxxx¿¿static¿¿etc¿092. You can also identify 0x5c upon needle insertion push or injection. Maybe I¿m just good at pattern recognition, but I was able to reliably identify 0x5c with 95% accurateness with 2 of these criterion. Some thermal scan photos that are hot are pods that have already been deactivated and delayed by up to an hour. Thermal scanning showing that they¿re still quite hot. Black dots are insulin droplets from syringe. Strange unknown source of heat emitting at 28¿c at cannula upon opening the package. Pod warmed up to 26¿c despite cold insulin being inside insulin reservoir and surrounding pcb within 10 minutes after prime. Approx 5-10¿c increase (dependent upon area) of pod. Insulin reservoir seems to increase by 10¿c, pcb approx 5¿c increase. Just took off this pod lasted like 3-4 hours before got catastrophic low blood sugar after being smb¿d out 1-iu every 5 to 10 minutes, 10 minutes being strange. Supposed to be an updated check every 5 minutes, however seems to keep delivering 1-iu at sometimes a 10 minute interval, skipping a 5 minute state check. 10 minute check interval it suspends insulin at 0u/hr then smbs 1u, which makes no sense as once insulin is suspended it should not be giving an smb directly that does not make sense. The 1-iu that keeps repeating also does not make sense as for safety reasons it would lower say from 1-iu to 0.4iu, an smb of 1u is also very rare. Smb literally stands for super micro bolus, amounts that are typically 0.2iu-0.7iu, 1 unit is quite a lot especially considering no cob and the patient wasn¿t eating. I was overdosed approximately 400% the normal amount of insulin in a 4 hour period. Additionally the new pod I just put on is behaving the same way and seems likely will succumb to the same fate. I think is short circuit related causing pod to not know that the first original 1-iu was given so keeps repeating the same command over in a continuous while loop. The pod additionally was not able to communicate to pdm for the past 21 minutes despite being in incredibly close proximity, which is very strange. It¿s almost as if there¿s certain functioning parts of this pcb that are still functional like it can still send commands and the piezo speaker works, but it¿s missing conditional checks in regards to the pods state and overall health. It¿s kind of like driving a car without brakes and cruise control system that cannot suspend and the only way to decelerate it is by driving the car upwards, like a massive hill. It¿s still a car, but it has no safety features, and the features that it does have are all defecting simultaneously & catastrophically, this lot # is just not sustainable for human life. Anyways, I hope this information may have been helpful to hc, and all parties. I wanted to be quite thorough. This is the last pod and consider it unlikely they would want to sell this to the public considering the safety complications, so probably won¿t talk for awhile. Each pod I just found something additionally more catastrophic than the previous pod basically. If you would like the 32 pods for investigation by electronics engineer or w/e I have no problem sending them to hc and will be cooperative if they do want to investigate this lot # further. Please send me detailed instructions how you would like them shipped/packaged, etc. More domestic pods, 4 back to back. Appears that the built in safety protocols for my software are useful and indicate that's actually safer than standard pdm. I set max basal to 2.4iu/hr and did not exceed basal. Another lot number, sequential that also caused insulin overdosage. Note my basal does not increase, there's currently no explanation for this phenomenon other than the entire lot number being defective. It also does not suspend insulin regardless of being in state of hypoglycemia, glucose level is not factored into it should be delivering insulin. The lot number is completely rogue and deliveries randomly generated amounts of insulin. Same lot #, different sequential value. Thinks it¿s delivering basal but is actually suspended at 0iu/hour. Resulting in either dka (no insulin delivery) or deadly hypoglycaemia since basal is random number generated (0.05-200iu) per hour. Experienced yet another low hypoglycaemia this morning with new pod, as for some reason would not suspend insulin delivery and was giving me 3iu/hour @2.4mm/l *above baseline basal rate per hour*. It did this despite my system not adapting basal levels, other than decreasing basals or suspending them, because super micro bolus (smb). I have not made any changes to my system and I have rarely experienced this with any lot #¿s other than this lot # in particular. The engineering behind this pod is thermal by the way. The actual output of insulin delivered is voltage dependent, the batteries should definitely be looked into, would also very likely explain the phenomenon of entering into incorrect command state. Also some of these pods sound like genuine 0x5c pods (prime error), you can tell by the priming sound very easily. However, it very much appears as if the safety features were disabled, which I can confirm you can modify the error protocol to disable pdm ref codes. Many different types of software does this, especially those involving automation, primarily for battery saving purposes. The pods defecting early is easily explained just by the pods being voltage dependent, I saw an electronics engineer explain in real time applying voltage to the contact points on the eros. You can also deliver too much insulin per tick (more than 0.05iu), if you apply more voltage. However, it¿s strange as the device should have good storage life, as the coin cell batteries used remain dormant until insulin is pushed into the pod causing 2 metal rods to come into contact, thus shorting the device and the battery then engages to the pcb. Low battery is probably partially related to the use of alkaline coin cell batteries, which already have a short storage life, which naturally was an incredibly bad idea. I also been thermally scanning the pods now, and found that the defective ones appear to be 3c hotter than the non-defective pods. I just thermally scanned this defective pod and found the insulin reservoir is actually being thermally cooked. I scanned 3-5 minutes after deactivation. I suspect the true temperature of the insulin reservoir in the range of 40c - 50c. This is too hot for insulin to survive in, the insulin will degrade. The entire board is running very hot, I first scanned saw 39c, after not checking for 3-5 minutes. That¿s more heat than incandescent almost. Reference report #mw5165076, #mw5165077, #mw5165078, #mw5165079, #mw5165080, #mw5165081, #mw5165082, #mw5165083, #mw5165084, #mw5165085, #mw5165086, #mw5165087, #mw5165088, #mw5165089, #mw5165090, #mw5165091, #mw5165092, #mw5165093, #mw5165094, #mw5165095, #mw5165096, #mw5165097, #mw5165098, #mw5165100, #mw5165101, #mw5165102, #mw5165103, #mw5165104, #mw5165105, #mw5165106, #mw5165107, #mw5165108, #mw5165109.